Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the top part of the reservoir compartment was broken off. Customer's blood glucose was unknown. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals¿ instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump had minor scratched lcd window, cracked case near display window corners, broken battery tube threads, broken belt clip slot, broken reservoir tube lip,\reservoir tube cracked, cracked reservoir tube window, cracked lcd window and missing o-ring reservoir tube. Unit received with broken off reservoir tube lip. Reservoir unable to lock in place due to reservoir completely broken off.